Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
The initial report had some incorrect codes. This report is to correct the wrong or missing coding. Medical device problem code: remove 1158 on initial report and added 1494 in this report. Investigation conclusions: added 24 in this report.